Event description:
It was reported that 100 bd luer-lok¿ tip syringes' scale markings were misaligned on their barrels. The following information was provided by the initial reporter: "one of my lines received this bag of bd syringes to put in one of our kits and noticed the print isn¿t centered on the syringe. I could see how this could cause some difficulty for the user when injecting since the orientation of the numbers is in an awkward position to where the hands would be."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-16. H6: investigation summary five loose samples and three photos of bagged loose 10ml syringes (p/n 301029) were received and evaluated. The photos observed had two syringes that appeared to have a severely rolled scale, which is non-conforming per product specification. The five samples had no visible print defects. Per definition a non-conforming rolled scale is printed such that the scale centerline does not align with the centerline of the barrel perpendicular to the flanges. A complaint history check was performed no additional complaint reported with the defect of scale marking issue with lot number 1152288 regarding material number 301029 a trend review was performed no additional complaint reported with the defect of scale marking issue - scale marking rolled with material # 301029 a device history record review was completed for provided lot number 1152288 . A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Potential root cause for the rolled scale defect is associated with the marking process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #1152288 is considered in compliance with our product specification requirements. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 100 bd luer-lok¿ tip syringes' scale markings were misaligned on their barrels. The following information was provided by the initial reporter: "one of my lines received this bag of bd syringes to put in one of our kits and noticed the print isn¿t centered on the syringe. I could see how this could cause some difficulty for the user when injecting since the orientation of the numbers is in an awkward position to where the hands would be."